Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer had 40 units remaining in the cartridge and the customer accidentally selected "new" cartridge on the load screen instead of "fill tubing" on an existing cartridge, and received a valid minimum fill message. Reportedly, the customer's blood glucose level was 300 mg/dl, which was addressed with a correction bolus. As the customer changed the supplies to the pump prior to contacting tandem technical support, troubleshooting to determine a possible cause of the occlusion was unable to be performed.